Event description:
Customer reported to have received a battery out limit. Customer also reports to have experienced keypad anomaly. Customer's blood glucose was 72 mg/dl. Customer reports to have gone swimming with insulin pump still attached. Customer reports that none of the buttons were responding. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump passed displacement test, however, the insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with intermittent buttons due to unlocked connector at lcd board and flattened down arrow dome switch. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.